Manufacturer narrative:
No serious injury alleged. Consumer was sitting on the rollator when the wheel allegedly broke off. Rollator was approx 7 years old at the time of the incident. Maintenance history is unk. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time so, it is unk if a malfunction occurred, or if other factors such as misuse, abuse, or lack maintenance may have caused or contributed to this incident. Operator's guide has instructions on the proper and safe use of the product. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was sitting on the rollator on the sidewalk, when the right front wheel allegedly broke and the consumer fell backwards onto the grass. No serious injury is alleged.